Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2021. During the procedure, the controller kept turning on and off affecting image and usage of two spyscope ds ii catheter. There were purple lines came across the screen and the image freeze and delayed. The controller was rebooted, the spyscope ds ii catheter was unplugged multiple times and plugged back into the controller, wires and power cables were all checked; and it work for a few minutes then experience problems again. A second spyscope ds ii catheter was used and similar problems occurred after a few minutes. The procedure was not completed and will be rescheduled. There were no patient complications reported as a result of this event.